Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The doctor opened the package and found that the color of the suture had changed, with two colors: deep purple and light purple. Changed to another one to complete surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil packet, several suture pieces and one winding former with seven detached needle and some sutures were received for analysis. The product code vcp739d is multistrand and contains eight strands per packet. Upon initial inspection of the returned sample, it was noted that the suture has an unusual color, a sign that the strands are undergoing degradation. This condition has also resulted in the detachment of the needles from the sutures. The foil packet was examined and no anomalies or defects were observed during the evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance a manufacturing record evaluation was performed for the finished device ra2adb/vcp739d20 and no non-conformances/ manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.